Event description:
The reporter contacted animas on (B)(6) 2015 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 313 mg/dl with excessive thirst and urination. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the time/date goes to default setting when the battery is removed for less than 24 hours. The pump displays the ¿verify¿ screen after it is rebooted and the time and date must be confirmed on the ¿verify¿ screen. The complaint is being reported because the patient alleged experienced hyperglycemia while on insulin pump therapy using a pump that did not maintain the correct time/date when the battery is removed for a period of less than 24 hours.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data did not reveal any record of time/date reset to the default setting. The pump download records revealed that the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 24 hours without issue and was found to be delivering insulin accurately within the required range. The battery was then removed for a period of 6 hours. On re-insertion of the battery after 6 hours without power, the time and date reset to the factory default setting. Investigation duplicated the alleged time/date reset. The pump was opened for investigation and revealed the internal clock battery was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.